Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient expired. After the rv lead placed an acceptable capture threshold was noted. The patient suddenly exhibited pulseless electrical activity (pea). There was no discernible pulse (despite capture) and blood pressure dropped. The patient experienced no ventricular arrhythmia. There was no allegation on the rv lead that it caused this behavior. No further information is available.